Event description:
The user facility reported flames were observed coming out of the variable intensity controller (vic) wall unit. Power was shut off at the circuit breaker panel. No injuries were reported, however, future surgical cases were rescheduled pending repair. The fire department was dispatched.

Manufacturer narrative:
The steris service technician removed the vic and inspected the wiring for damage; the technician noted damage to the capacitors, pc board and overall smoke damage to the vic. The technician replaced the vic and installed a new pc board assembly. The light was tested, found to be operational and turned back over to the customer. The risk of fire or any other incendiary event is minimal in this type of situation. The wall control is located outside of the area that would constitute an oxygen rich environment. The expected useful life of the light is 7 years; the light system subject of the reported event is approximately 14 years old and subject to an obsolescence letter stating that effective april 30, 2010 steris will no longer fully support sq240 lights. The user facility has agreed to take the light out of service and is replacing it.